Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient had impella cp support and during support, the long peel away sheath had oozing around the orange rim. No blood products were given. Staff applied a clamp to the sheath and the issue resolved. Additionally, the pump flow became saturated. The mean motor current was above 1000, flow max 3.7, min 3.7, average 3.7, p level 8. The pump was exchanged. The patient survived the event.

Manufacturer narrative:
The investigation into introducer damage ¿ mechanical and saturated flow has been completed. The impella device was not returned for evaluation. The root cause of the saturated flow was most likely due to biomaterial. Since the device was not received for investigation root cause for the introducer damage ¿ mechanical is unknown. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-20404. E4 should have been left blank g1 reporting contact fax number missing.